Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm (B)(6) 2025. On (B)(6) 2025 around 6-7:00am, the cgm was under 70 mg/dl but the patient could not remember the value. The patient had symptoms of sweating, dizziness, weakness and confusion. At around 11:30am, the patient called her doctor and was advised to go to the emergency room. Prior to going to the ER, the patient did not check a finger stick reading. On the way to the ER, the cgm was below 40 mg/dl so the patient got sugar packetes from the nearest gas station. The patient arrived at the ER around 1:30pm and a finger stick was taken and the value was 637 mg/dl while the cgm was reading "low". The patient was treated with IV gluids and insulin via injection. After a couple of hours, another finger stick reading was taken (no value reported) and the patient was discharged from the ER at around 4:30pm. The patient removed the wearable when she arrived home. She was tired and rested. The following day, she was doing okay. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.